Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000329421 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 dissection tip/olive was cloudy and could not be used. The dissection tip was attached for first use. You couldn't see anything. Even multiple cleanings with nacl and compresses failed to improve visibility. The optics have no defects, the visibility was good/normal. There were no errors with the camera, light cable or optics. Since the device could not be used, an open saphenous vein magma sampling was performed with long skin incision. There was a delay attempting to clean the dissection tip.